Manufacturer narrative:
The device was returned for analysis. The suture material separation was not confirmed. However, a cuff miss (suture retrieval issue) was identified. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulty and the subsequent treatment are due to the circumstances of the procedure. In this case, it is likely a posterior needle tip cuff miss occurred. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot # updated.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a diagnostic cerebral angiogram procedure using a 6f sheath. Reportedly, the link broke; the suture could not close the vessel. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.